Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged mpu patient cable was confirmed when the unit was evaluated by depot services. The rubber over-molded boot on the mpu patient cable connector block was separating from the connector block. The unit was repaired by replacing the mpu patient cable. The repaired mpu was tested and returned to the rental/loaner pool. The patient cable removed from the unit was operationally checked. No functional issues were observed. The patient cable connector block was examined; no ingress or damage were found on the block. The patient cable connectors are molded into a hard form; the hard form is then over-molded (with rubber). The issue with the over-molding was cosmetic and not functional. The mpu unit was over 7 years old. The reason for the over-mold separation was not determined in this analysis. The mpu assembly was made in 21nov2013. The unit was packaged and placed into stock on 27dec2013. The unit was last returned from use on 27nov2018. The unit was sent to the customer on 28nov2019. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the rubber encasing of the patient's mobile power unit patient cable was coming loose.